Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4)¿ incomplete. The expiration date is not currently available.

Event description:
It was reported by the sales rep that during an acl procedure the 2.4mmx18 beath pin in the customer's acl disposable kit broke in half when the surgeon was trying to drill thru the femur. The broken piece was removed with a pair of pliers with no issues. The sales rep stated that the patient was overweight and the surgeon had to use excessive force in small spaces to create larger tunnels. The procedure was completed with a competitor's product with no harm to the patient or delays to the case. Post to the procedure the sales rep was made aware on (B)(6) that the 1.1mmx15 nitinol guidewire from the kit also had broken in the patient during the same case but was found after the procedure. The piece of guidewire was removed from the patient in a separate case with no issues. Unknown what date the guidewire was removed from the patient. The sales rep confirmed that the patient's current condition is fine. The sales rep stated that both devices were discarded by the customer.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed.   A non-conformance search was performed for this product code 232300-lot #l553178 combination and no non-conformance were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional information: subsequent follow-up with the customer, additional information was received. It was clarified that two parts of the acl disposable kit broke during the case, therefore two impact products from the same product code were created so that two mdrs can be filed for two broken devices. Therefore, this is report 1 of 2 for the same event. The surgeon reported that the patient was a 35 year old male with extremely hard bone, undergoing an acl repair. In this case, the hcp discussed how he had drilled a femoral tunnel for the repair. A beath pin was used for access and broke at the initial surgery. This was noted at the time and removed. For the insertion of a 8x23mm milagro screw, a guidewire was next utilized. The surgery fixation was completed and the patient was closed. During post-surgery x-rays, dr. Noted a remaining piece of the guidewire embedded in the lateral distal soft tissue of the femoral. It was determined that this non-implantable guidewire piece should be removed. A re-surgery was scheduled approximately 1.5 weeks post initial surgery. The second surgery was uneventful and did not delay the recovery or pt of the patient. If additional information should become available, a supplemental medwatch will be submitted accordingly.